Event description:
The customer stated that a fingerstick sample generated discrepant low results on the cell-dyn 1800 analyzer compared to a venipuncture sample for the same patient tested at another facility. The fingerstick hemoglobin was 5.4 g/dl and the venipuncture hemoglobin was 9.0 g/dl. There was not enough fingerstick sample left for repeat testing. No impact to patient management was reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched for issue resolution. On inspection, the fsr replaced a clogged tygon tubing (y1). The fsr ran precision and quality controls, which passed. The instrument was performing within specifications. Based on the event details and investigation conducted (complaint tracking/trending and labeling review), no product deficiency was identified for the cell-dyn 1800 in relation to the reported event.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).